Event description:
It was reported by our australia affiliate that approximately 5 years post transcatheter aortic valve replacement tavr with a 26mm sapien 3 valve the valve failed due to severe central aortic regurgitation. A valve in valve was performed using a 26mm sapien 3 ultra valve, the valve was successfully implanted, and the patient is in stable condition.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation was confirmed based on the information provided by the field clinical specialist. Due to unavailability of serial number DHR and lot history review were unable to be performed. However, complaint history review did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU training material revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.